Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin.net transmission had an alert. Upon review, the pulse generator was in backup vvi mode. The patient was asymptomatic. No further information was reported.

Event description:
New information noted that programming change was performed to resolve the issue. The patient was stable after the intervention.